Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose of 411 mg/dl earlier and was able to treat. Current blood glucose is 100 mg/dl. Customer stated that he did not feel the high blood glucose was related to the insulin pump since he had soccer practice and sometimes experiences high blood glucose as a result. Customer declined troubleshooting. It was stated that the meter had an error message; it was restarted and seemed to be functioning properly. Nothing further reported.